Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600mg/dl, and his blood glucose was treated with the insulin pump and manual injections. The mother stated that the customer is a new user, and he did not bolused properly. Troubleshooting could not be performed as customer had been wearing the insulin pump at the school. The mother mentioned that she had noticed an occlusion at the end of the cannula. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.